Event description:
It was reported a hematoma occurred. A left atrial appendage (laa) closure procedure was performed. A 21mm watchman laa closure device was successfully implanted in the patient. There were no patient complications. The patient was stable. At some point post procedure, the patient became hypotensive. The physician sent the patient for a computed tomography (CT) scan. The scan began below the chest to check the access site / groin area and to look for gastrointestinal issues, none were noted. As they scanned up they noted a hematoma behind the heart. It was noted that there was no hematoma noted on any echo images at baseline prior to the laac, during or after the procedure and nothing traumatic had occurred. The patient was taken for a further contrast study the same day with interventional radiology. The physician thought the hematoma might be due to spontaneous gastric bleed; however, there was no active bleeding. There was some type of intervention performed and the patient was hemodynamically stable after that. The hematoma is not believed to be related to the watchman device or procedure. The patient remained in the hospital in the regular ward due to some trouble with other comorbidities. One night, around a week or so post procedure, the patient aspirated and coded. The patient passed away due to respiratory arrest.